Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced vision blurry, dysphotopsia and visual disturbance. The iol was exchanged with an alternate iol approximately 1 year following the initial procedure. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the first eye.

Event description:
Additional information received and stated, there was no patient harm and issues have been resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).